Event description:
The MFR of a contact lens care cup for use with 3% hydrogen peroxide disinfection systems received notification that a cup burst during use. No injury occurred. The MFR has requested the complaint cup and is implementing corrective actions to prevent reoccurrence of this event.